Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. The lead was capped and replaced. No patient complicat ions have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. The lead was capped and replaced. No patient complicat ions have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.